Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed during functional testing and archive data review. The root cause is the defective temperature sensor. During functional testing, the platform displayed ua 41 error message on the user control panel upon power up. The archive data was reviewed and contained multiple user advisory (ua) 41 (patient temperature sensor failure) error messages on the reported event date. As part of routine service during testing, the platform was examined and found damage on the front and bottom enclosure and that the driveshaft exhibits binding and resistance. These issue are unrelated to the reported issue. Upon replacement of the damaged parts and temperature sensor, the console was further tested and ua 27 (encoder fault (>3000 rpm)) error message intermittently occur during run-in test. Processor board, power distribution board, motor control board, encoder gearbox and cabling was replaced to remedy ua27 error message. Following this, the platform passed all final specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).

Event description:
During patient use, the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message. No further information provided. No known impact or consequence to patient reported.